Manufacturer narrative:
This is a report of a patient who experienced a system error 2240 alarm due to a use error further described as the patient did not ensure that there was a secure connection between the heater line and the heater bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill four of five. The patient was connected at the time of the alarm. During troubleshooting, it was revealed that the patient did not secure the connection between the heater line and the heater bag, resulting in the bag disconnecting and leaking onto the floor. The technical service representative advised the patient to finish with manual bags. There was no patient injury or medical intervention associated with this event. No additional information is available.